Event description:
The catheter was inserted and connected to the cable, but the signal was poor and unable to perform the task. The catheter was removed and a new catheter was inserted. The second catheter worked fine and had clear signal. The procedure completed without further issues and no injury to the patient. Manufacturer response for acunav 8f, acunav (per site reporter): unknown.